Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot h21943 device history review no anomalies or deviations were found during the review if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had infected hip. Surgeon did irrigation and debridement. Surgeon did head and poly exchange and kept rest components. Stem 1570-06-120 l-d16070441, cementralizzer 1376-20-000 l- 643332, cup 1217-32-058 l- h78642, screw 1217-30-500 l- d16091176. No instrumentation broke during procedure